Manufacturer narrative:
Correction: d9 - product became unavailable for review.

Event description:
A resorbx plate was removed and replaced because a larger size implant was determined to be needed to support patient's defect. There was no complaint regarding the plate's performance.